Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that the balloon is well folded and shows signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. The stent is severely deformed over its entire length. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible in the angiographic material provided. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU warns against re-insertion if the orsiro stent system was removed prior to expansion.

Event description:
The orsiro drug-eluting stent system was selected for use. After direct stenting the orsiro could not pass a previously implanted stent and was therefore withdrawn. Dilatation of the lesion was performed, device was re-inserted but could not cross again. Upon removal the stent dislodged from the balloon. Eventually the dislodged orsiro stent was removed by using a lasso.